Event description:
It was reported that: "patient infected. Original date of surgery was (B)(6) 2007."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The other device listed in this report is: alumina c-taper head 36mm/+5, catalog # 17-3605e, lot 17057201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.